Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0hzgl, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and the stimulation was causing pain. The patient had lowered it, but wouldn¿t feel it then. The device was not working like it was when the patient first got it. If the patient turned up it hurt and they didn¿t know when it stopped working. They had been having frequent accidents and tried to change the settings often. The patient couldn¿t feel the stimulation so they turned it up and couldn¿t sit down because it was hurting. The patient kept jumping up and couldn¿t sit. When they first got it, the patient could feel it. The patient changed the program 3 days ago and that was the last time. All the programs didn¿t seem to be working and the one they changed last seemed to work the best. The patient had not had any falls or recent trauma and this happened out of the blue. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.